Event description:
It was reported that a spectrum pump alarmed "close door" when the door was already closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The reported close door alarms were confirmed through evaluation. Evaluation found pulled threaded inserts from the front case which allowed separation between the front case and mechanical assembly which resulted in the force required to secure the door being above expected levels. If this force is not applied the unit would alarm "door not fully latched". The front case assembly was replaced.